Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced. The crt-p remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a lead fracture was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.